Event description:
It was reported that the patient was implanted with transforaminal lumbar interbody fusion on (B)(6) 2012. Patient later developed infection at implant site. Implant will not be removed, patient treated with incision and drainage. This is report 16 of 16 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is used for treatment not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.